Manufacturer narrative:
The customer was sent a replacement for the reagent packs.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that an amylase (amy), a creatine kinase (ck) and a total bilirubin (tbil) reagent pack was leaking. No injury was reported on this issue.